Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 95 retained samples were visually inspected, and no issues were identified. The retained samples and DHR from an unknown lot could not be inspected due to the unidentified lot number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4073032 and unknown, for the indicated failure mode: sample quality- hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes there were 16 samples that were hemolyzed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes there were 16 samples that were hemolyzed. No adverse impact was reported regarding the patient or user.